Event description:
Patient revised for loose cup. Update: litigation papers received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which included medical records. Medical records indicate that patient was revised to address pain and metallosis. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient revised for loose cup. Update: litigation papers received. There is no new information that would change the outcome of the investigation. Update: 07/02/2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The investigation has been reopened due to receiving additional medical information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions.